Manufacturer narrative:
The device serial number was not provided. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had electromagnetic interference.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate 3 left ventricular assist device (lvad) interfering with communication between the patient's pacemaker and the associated programmer head could not be confirmed through this evaluation. Additionally, a specific cause for this event could not be conclusively determined. The case study titled "leadless pacemaker interrogation interference after conversion of a left ventricular assist device" reported that the patient's pacemaker (medtronic micra vr) was unable to be interrogated following heartmate 3 lvad implant despite a thorough investigation of the precordium with the programmer head. When the patient sat upright, the programmer head was positioned on the back of the patient, at the opposite side of the normal precordium, and the pacemaker was then successfully interrogated. It was noted that there were no changes in pacemaker parameters observed upon interrogation. No electromagnetic interference was observed on the electrogram where the interrogation was possible. The study further detailed that the heartmate 3 lvad resulted in electromagnetic interference between the programmer head and pacemaker. Positioning the programmer head on the back of the patient allowed for interrogation in an area right outside of the range of lvad electromagnetic interference but inside pacemaker programmable distance. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The IFU states that prior to implanting an implantable cardiac defibrillator (ICD) or implantable pacemaker (ipm) in a heartmate 3 patient, the device to be implanted should be placed in close proximity to the pump (approximately 10 cm) and the telemetry verified. If a patient receives a heartmate 3 and has a previously implanted device that is found to be susceptible to electromagnetic interference which could affect programming, abbott recommends replacing the ICD or ipm device with one that is not prone to programming interference. Section c, "safety testing and classification", states that the heartmate 3 lvas can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. Experience indicates that certain models of icds and ipms may, in some cases, not be able to establish telemetry and be reprogrammed due to electromagnetic interference when used with the heartmate 3 lvas. In such cases the icds or ipms have continued to function properly and only their ability to communicate with the programmer was affected. The heartmate 3 lvas complies with applicable electromagnetic compatibility standards and is not influenced by such devices. The abbott website includes a list of ICD and ipm make/models where difficulty or inability to communicate with the ICD or ipm programmer has been reported during heartmate 3 lvas use. The medtronic micra vr pacemaker is included on this website. No further information was provided. The manufacturer is closing the file on this event.